Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and failure to sense. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Visual and x-ray inspections of the lead found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture and loss of sensing on the right ventricular (rv) lead. Chest x-ray was performed and revealed rv lead dislodgement. The physician elected to explant and replace the rv lead. The patient condition was stable before, during, and after the procedure.